Event description:
Original surgery was performed in 2001. Pt presented with post-op stiffness. Arthroscopy revealed that portions of two broken cufftack implants were floating in subacromial space. Fragments were removed from the joint.